Event description:
It was reported that when using the bd pyxis¿ es server, the reports were not showing current data. The server was not accurate and was displaying data from the previous day. The devices were communicating properly; however, only the data in the reports was not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were not showing current data. A technical support specialist (tss) checked the reports and confirmed they were current. The outdated inventory was not showing in reports because the expiration date option needed to be changed to 30 days. Event reports were reviewed on both the server and station, and the data matched. The refill report was checked and confirmed current. The customer was contacted and advised changing the expiration date option, which did, and confirmed customer could now see the data on the server. The customer also checked the refill report on both the station and server and confirmed it was current. The system functioned as intended after the technical support specialist investigated the device.